Event description:
It was reported that the patent presented remotely via merlin.net. Review of transmission revealed that the device was in backup mode. Programming changes were performed. The patient was in stable condition.